Event description:
Reporter alleged obtaining a discrepant blood glucose result of 77 mg/dl on a neonate using inform system 1, compared back to back with a result of 31 mg/dl on one lab system, 34 mg/dl on another professional system, and 62 mg/dl on inform system 2 when all testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550514, expiration date 05/31/2009). Reference medwatch report for the suspect device used in system 2.